Event description:
Reportedly, the distal end of the staple line applied by the instrument was incomplete. As a result, a leak occurred at the jejunostomy. Therefore, the patient returned to the operating room to complete the anastomosis with hand sewing and complete the case without further incident. Procedure: laparoscopic roux-en-y, patient status: no patient injury reported.